Event description:
It was reported that air ingress occurred. During a procedure, a faradrive steerable sheath was selected for use. The brockenbrough was inserted using versacross connect for transseptal puncture. The dilator was then removed and a farawave catheter was inserted into the faradrive sheath. At this point, air was released during backflow. The air was observed in flush lumen. Also, it was reported that a leak occurred. Then the sheath was replaced and procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis as it was discarded. It was further reported that the air was seen after inserting the farawave and backflow occurred and the bubbles were observed in the flush lumen. It was also confirmed that the air was observed in the sheath during removal of the dilator from the sheath. No damage noted to the hemostatic valve. The leak was air and not fluid. Air was confirmed within the sheath and not noted in the patient.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. B5: describe event or problem - updated h6: device codes- updated.

Event description:
It was reported that air ingress occurred. During a procedure, a faradrive steerable sheath was selected for use. The brockenbrough was inserted using versacross connect for transseptal puncture. The dilator was then removed and a farawave catheter was inserted into the faradrive sheath. At this point, air was released during backflow. The air was observed in flush lumen. Also, it was reported that a leak occurred. Then the sheath was replaced and procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis as it was discarded. It was further reported that the air was seen after inserting the farawave and backflow occurred and the bubbles were observed in the flush lumen. It was also confirmed that the air was observed in the sheath during removal of the dilator from the sheath. No damage noted to the hemostatic valve. The leak was air and not fluid. Air was confirmed within the sheath and not noted in the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a procedure, a faradrive steerable sheath was selected for use. The brockenbrough was inserted using versacross connect for transseptal puncture. The dilator was then removed and a farawave catheter was inserted into the faradrive sheath. At this point, air was released during backflow. The air was observed in flush lumen. Also, it was reported that a leak occurred. Then the sheath was replaced and procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis as it was discarded.